Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator, (B)(6) 2007; 5076-52, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that right ventricular (rv) lead exhibited high threshold, high impedance, and noise. The physician determined that the rv lead was fractured and replaced the lead. No patient complications have been reported as a result of this event.